Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported an inserter tip broke during insertion of the implant in a transforaminal lumbar interbody fusion (tlif) procedure. It is reported the patient did not retain a foreign body, no adverse events were reported.

Manufacturer narrative:
Visual inspection of the item shows the tine at the end of the inserter has fractured. The fractured tine was not returned with the item. A function check of the returned item was not performed, the complaint was confirmed visually. There are no indications of manufacturing issues that would have contributed to the event. The probable underlying root cause for the damage is excessive forces placed on the tines. The zyston system is self distracting and is not designed for rotation after insertion into the intervertebral space.